Event description:
It was reported that during the implant of this right atrial (ra) lead, and prior to wound closure, the physician had difficulty placing the lead due to lead dislodgement. The physician elected to reposition the lead with the helix extended. During the maneuvering, the ra helix hooked on the right ventricular (rv) lead which caused damage to the ra helix. Subsequently, another ra lead was implanted instead. No adverse patient effects were reported. The explanted ra lead will be returned for analysis.

Event description:
It was reported that during the implant of this right atrial (ra) lead, and prior to wound closure, the physician had difficulty placing the lead due to lead dislodgement. The physician elected to reposition the lead with the helix extended. During the maneuvering, the ra helix hooked on the right ventricular (rv) lead which caused damage to the ra helix. Subsequently, another ra lead was implanted instead.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory intact (not severed) with the helix extended. Visual inspection noted a stretched-out helix and dried body fluid in the helix housing. The "known inherent risk" conclusion code was selected based on the field report and the observation of a deformed helix tip.